Event description:
Following the performance of a cardiac catheterization, the pt's oxygen saturation dropped and the md detected resistence when ventilating manually with a peep valve and ambu bag. The hr and bp dropped leading to cardiac arrest with successful resuscitation. The pt developed extensive subcutaneous emphysema and a left pneumothorax that required insertion of a chest tube. The staff simulated the event using a test lung. The peep valve became stuck in the closed position resulting in very high pressure preventing exhalation.